Event description:
An international distributor reported that their customer's AED would not power on and provided a video of its function as they were unable to download the AED's files. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the provided video identified that the AED was unable to power on due to a depleted battery pack. Based on this review, the dbp-2003 battery pack, s/n (B)(6), used in the video, was requested to be removed from service.